Event description:
During the coil embolization procedure to treat an aneurysm of the posterior inferior cerebellar artery (characteristics of the vessel was unknown), the orbit galaxy complex fill coil 3 x 8 coil (640cf0308/13500480) appeared to be kinked so the physician could not insert it into the excelsior sl10 microcatheter (boston scientific). The procedure was completed using other products without further difficulties. No patient injury was reported. During removal, all labeling guidelines were followed. After the event, other than the reported event, the coil (unraveled/stretched, fracture separated, etc) or delivery system/introducer damaged (fracture, separated, kink, bend, etc) were not damaged, and the coil remained attached to the delivery system. The product will be returned for analysis. No further information was provided.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During the coil embolization procedure to treat an aneurysm of the posterior inferior cerebellar artery (characteristics of the vessel was unknown), the orbit galaxy complex fill coil 3 x 8 coil (640cf0308/13500480) appeared to be kinked so it could not be inserted into the excelsior sl10 microcatheter (boston scientific). The procedure was completed using other products without further difficulties. No patient injury was reported. During removal, all labeling guidelines were followed. It was reported that it is not know what caused the kink or if anything occurred during removal that may have contributed to the event. Other than the reported event, there were no other damages; the coil was not unraveled/stretched, fractured or separated. And the coil remained attached to the delivery system. No further information is available a non-sterile orbit galaxy complex fill coil 3 x 8 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received partially zipped without damaged. Part of the support was found outside of the introducer and it was found kinked. The rest of the support coil and gripper were found inside of the introducer. The gripper was found without damage. The embolic coil was not received for evaluation. The gripper was inspected under microscope and it was found without damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported kinking of the coil could not be evaluated since the embolic coil was not received for evaluation. The cause of the damages found on the device could not be conclusively determined; however, it was reported that after the kinked damage on the coil was noted, the coil remained attached to the delivery system. Therefore, it appears that the additional damages occurred post procedural use. With review of the device history records there is no indication of any related manufacturing issues. Additionally inspections are in place to prevent this kind of failure from leaving the facility. Therefore no corrective action will be taken at this time.